Event description:
I use walgreens rewetting drops, and walgreens saline solution for contacts my eyes started to burn. Same day (B)(6) 2025. My vision became blurred. My eyes were red, and they stung very badly. When I had to blink. I had to go to the ER at that point I couldn't barely see. On (B)(6) 2025, I referred to the ophthalmologist and was told that my cornea's were burned and look like sandpaper both eyes. She said whatever I used could've caused it. Walgreens are the only two products I use on the day, the incident occurred my eyes now need treatment to correct the damage amniotic membrane treatment both eyes. I start treatment on tomorrow (B)(6) 2025. I did make a report with walgreens report number (B)(4) reported on (B)(6) 2025, I spoke with (B)(6). I do wear glasses, but my glasses no longer work because of the damage to the corns I wanted to make this report to make the FDA aware that there could be a potential issue with those eye drops. Yes, I would like someone to reach out to me, (B)(6). (B)(6) wants me to send the product to them as soon as possible, but I think the FDA needs to know about this in case there is more to it because my eyes did not have a problem before I use the product.